Manufacturer narrative:
The device investigation indicates that the welded joint between the catheter shaft and soft extension section was sub-optimal. The results of the lot investigation did not indicate any probable cause for the product failure.

Event description:
The physician was performing a diagnostic catheterization with the jography catheter when the tip of the catheter split and fractured during the procedure. The device was removed, in its entirety, from the patient and there were no adverse patient events.